Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was also reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. Reportedly an occlusion alarm occurred. The high bg was addressed with a manual correction injection. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.